Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised due to high cobalt levels and neck fracture of stem. Update (B)(6) 2018: a review by a clinical consultant has confirmed a trident shell malposition and impingement.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned, however an image of the explanted device was made available. The metal head is visually unremarkable. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in absent anteversion. Patient-related factors none evident. Device-related factors: none evident. Diagnosis: cup malposition in absent anteversion has contributed to impingement with overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the investigation concluded that cup malposition in absent anteversion has contributed to impingement with overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to high cobalt levels and neck fracture of stem. Update 29 jan 2018: a review by a clinical consultant has confirmed a trident shell malposition and impingement.